Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 480 (mg/dl). Pump boluses were delivered to address bg levels. Reportedly, the customer attributed their elevated bg levels to a non-diabetes related illness and medications; therefore, troubleshooting with tandem technical support was declined.